Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. An optia set was returned for investigation. Upon visual inspection of the set the following observations were noted:- no witness mark on the lower bearing- the centrifuge collar line was twisted below the centrifuge collar.- the centrifuge collar line was worn down adjacent to the top of the bearing.- in addition there was a large laceration through the centrifuge collar line, 6.5cm above the lower bearing. This resulted in tears in the collect, plasma and rbc lines. A review of the lot for similar reports was carried out, none have been reported. Root cause: based on the above investigation results, it is most likely that the lower bearing was not fully seated prior to operating the machine.

Event description:
The customer reported that during set up for the procedure, before saline was connected, they heard a noise when the centrifuge started. This event occurred prior to the patient being connected, no medical intervention was necessary. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing an sae report.